Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient was treated by the lifevest three times on (B)(6) 2017 and passed away on (B)(6) 2017. The patient was at home at the time of the treatments. On (B)(6) 2017 the lifevest delivered an appropriate treatment at 22:04:28 during a run of vf. The vf was converted to a sinus rhythm. Shortly after the treatment the patient degraded to vt and then to vf. The patient's wife pressed the response buttons after the first treatment. A second treatment was delivered at 22:06:35 during vf. The post-shock rhythm was asystole (13 seconds) with a return of spontaneous cardiac activity. A third treatment was delivered at 22:07:16 during bradycardia (30 bpm). The patient remained in bradycardia after the treatment. Oversensing of low amplitude cardiac input signal contributed to the false detection. The lifevest electrode belt was disconnected at 22:20:01. Paramedics arrived at the patient's home and transported the patient to the hospital. The patient passed away on (B)(6) 2017 while undergoing a procedure in the catheterization lab. The lifevest was not being worn at the time of patient passing.